Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced multiple presyncopal events. It was also reported the right ventricular (rv) lead had an increase in thresholds and two ventricular pace morphologies changes which were deemed potential loss of capture. It was noted there was increase in right atrial (ra) lead threshold. It was also noted there was some slight variation in lead impedances, and variations in p-wave and r-wave measurements. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead and right ventricular (rv) lead were reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.